Manufacturer narrative:
A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. As the device was not returned, a technical analysis could not be performed. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified two target lesions. Target lesion one was located in the de novo, moderately tortuous distal rca (right coronary artery) measuring 3.1x10mm with 78% stenosis. Target lesion one was treated with predilation and placement of a 3.0x12mm taxus liberte drug eluting stent resulting in 8% residual stenosis. Target lesion two was located in the de novo, moderately calcified, mid rca measuring 3.5x23mm with 73% stenosis. Target lesion two was treated with predilation and placement of a 3.5x28mm taxus liberte drug eluting stent resulting in 3% residual stenosis. The investigator reported there was some withdrawal resistance with the 3.5x28mm taxus liberte drug eluting stent, but it was "not a real problem". The device was removed by deep seating the catheter and pulling "forcefully". The balloon was removed in tact with no patient complications. The patient was discharged two days post procedure on asa and plavix.